Event description:
During a balloon angioplasty, the balloon size appeared to be excessive in size. Thereafter echo graphics study showed mitral regurgitation and presence of left to right atrial shunt.